Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/26/2018 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reports that the device failed preventive maintenance. No patient involvement is noted.

Manufacturer narrative:
Corrected g3 (report source, other source). Additional information: h7, h9.

Event description:
The customer reports that the device failed preventive maintenance. No patient involvement is noted.